Manufacturer narrative:
One narrow hex driver was returned for inspection. A visual inspection revealed signs of wear consistent with use. The hex tip is confirmed to be fractured. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes fractured hex driver (rash2n) tip, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A root cause could not be determined. Event date not provided/unknown. UDI number: (B)(4).

Event description:
The doctor reports in the second stage, when opening the implant region to unscrew the implant cover screw with the electric screwdriver from w & h, the tip of the hex driver fractured ((B)(4)), he was able to get all fractured parts out.